Event description:
Cement vial packaging appears to be cloudy inconsistent with packaging from prior cement units. Writer contacted stryker support who offered to exchange product with new product and different lot numbers. Manufacturer response for simplex hv cement, simplex hv cement (per site reporter). Writer contacted stryker support who offered to exchange product with new product and different lot numbers.